Event description:
(B)(4). Sever cramps, extremely heavy 3 day cycles, lower back pain that radiates down my leg, broken sleep due to severe pain. I've had it going on 4yrs in (B)(6) 2015. Bad headache , severe abdominal pain, large clots that fall out, feels like I'm urinating on myself when a flow comes. Uses a whole (B)(4) of overnight pads with wings. Cycles so bad, I'm scared to laugh or cough hard, to avoid make a mess. Horrible, horrible, horrible. I just want my tubed removed or the cycle to stop forever.